Event description:
It was reported that the patient collapsed while shopping and incured serious head injuries. The physician suspected that this accident may have been caused by loss of capture. Pulse generator interrogation showed autocapture pacing at high output mode.